Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. The transmitter has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The voltage test passed. Global transmitter functional test: pass. Nordic bluetooth pairing test: pass. Share log review found inaccurate in log. The patient's complaint was confirmed because the device showed an inaccurate cgm on the log. The reported event of inaccuracies was confirmed. A root cause could not be determined.